Event description:
It was reported that the patient experienced loss of clinical effect. Per the reporter: "the patient was getting effect - but not as good..." The patient was taken to surgery, where it was noted that the pump was "leaking at seal of the entry connection". The pump was replaced. The patient recovered without sequela.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.